Manufacturer narrative:
The physician indicated that none of the bwi products malfunctioned. No additional information about the patient or the procedure has been provided by the customer. If any additional information is provided by the facility, a 3500a supplemental will be submitted to the FDA as required. Concomitant device: carto rmt v8 system, catalog # m550000, (B)(4); stockert 70 rf generator, catalog # s7001, (B)(4); coolflow irrigation pump, catalog # cfp002, (B)(4); celsius thermo-cool electrophysiology catheter, catalog # di7tcflrt, lot # unknown. (B)(4). The catheter was tested and passed electrical test, temperature bath test, generator test, patency and flow rate test, deflection test and for visual characteristics inspection. The device history record (DHR) was reviewed and no anomalies were found during manufacturing that is related to this complaint. In addition, DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Event description:
It was reported that during a left-sided accessory pathway procedure there was a perforation to the lateral wall of the left atrium resulting in cardiac tamponade. Surgical intervention was required. The physician advised rep that there was no catheter or equipment malfunction detected.